Event description:
Customer reported that she was hospitalized in intensive care unit due to low blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was 48 mg/dl. Customer stated that she was exercising and did not have any awareness of lot blood glucose and was unconscious for about 16 hours. Customer also stated that her insulin pump is cracked. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.